Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2019 and suture was used. During the close of the laparotomy, the tip of the needle broke. The thread was used without aponeurotic pressure with stitch in u. The tip of the needle was found. Another device was used to complete the procedure. There was no adverse patient outcome reported.